Event description:
It was reported that intra-operatively the left bundle branch (lbb) lead became dislodged during delivery catheter sheath withdrawal. The lead was re-implanted but dislodged again during a second sheath removal. The lead and catheters were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 383069 (lff0215958); product type: 0270-lead-lv-pace; implant date (B)(6) 2026; explant date (B)(6) 2026 product ID c315his02 (0013130463); product type: 0255-delivery catheter; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.